Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to calcification. After the valve was implanted, a post-dilation was performed due to paravalvular leak (pvl). The patient was rapid paced during post-dilation. When removing the balloon, the balloon caught the valve on the inner curve of the ascending aorta, and pulled the valve supra annular. Prior to dislodgement, the implant depth was 1mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Following dislodgement, the valve was in the ascending aorta. No regurgitation or gradients were present due to the dislodgement. The valve was explanted surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.